Manufacturer narrative:
The c-arm was tilted and positioned so that the x-ray tube side was in front of the table. The nurse didn't notice the tilted c-arm and accidentally bumped into it while moving around the table. At that time, the c-arm and the table were stopped.

Event description:
On (B)(6) 2025, a nurse accidentally bumped into the c-arm of the device and received a cut on her face between her eyebrows. She received stitches as medical treatment for the cut.